Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead leads had dislodged and exhibited loss of capture. X-ray confirmed that the leads were twisted around each other and appeared to be consistent with twiddler. Reprogramming was initially performed and, subsequently, the leads were explanted and replaced. No patient complications have been reported as a result of this event.